Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the unit and found that the connection port for the fiber balloon was broken inside the pump. The fse replaced the damaged fiber optic sensor extension cable to resolve the reported issue. Unrelated to the issue, the stm also replaced the patient connector label and the trainer on-off. The fse completed a full system test along with the pm service. A full calibration, safety check, and functionality check were performed and the unit passed all tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
During a scheduled preventative maintenance (pm) by a getinge field service engineer (fse) on the cardiosave intra-aortic balloon pump (iabp), the customer reported to the stm that there was a problem with this iabp as when they were initiating treatment on a patient, they were unable to get a trigger source from the fiber balloon. The iabp was switched with another and treatment was successfully initiated. There was no patient harm or injury reported.